Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch# hlb8682; batch# jlb0122. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. (B)(4).

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What is the product¿s lot number? Has the drained fluid been sent for laboratory testing? If yes, what are the results? What is the patient¿s current status? What is the patient¿s past medical history? Does the patient have any comorbidities? What is the patient¿s age, date of birth, and bmi at the time of index procedure?

Event description:
It was reported that the patient underwent a reoperation to remove a hematoma on (B)(6) 2016 and absorbable hemostat was used for oozing due to sclerema of rectus abdominis fascia and placed in the midline of abdominal cavity. It was also reported that during the procedure, tachosil was used for bleeding on the right side of the midline, around epigastric artery, concurrently with absorbable hemostat on the surface of a body side posterior layer of rectus abdominal sheath. The doctor opined that there can be part that absorbable hemostat overlaps with tachosil. Then a drain was placed and removed three days later on (B)(6) 2016. Following the procedure, the patient experienced a fever and accumulation of fluid, then a drain was inserted again using local anesthesia. On (B)(6) 2016 , the mixed liquid of the dark red lump was exhausted and drained fluid contained the fragment of absorbable hemostat. The patient returned to average temperature and was discharged on (B)(6) 2016. The doctor opined that it was unknown whether the symptom was caused by the absorbable hemostat. The patient continues visiting a hospital for treatment and abdomen fluid was observed again on (B)(6) 2016. It was also reported that when the doctor wasted fluid by puncture, the absorbable hemostat like fragment was broken into scrap-like collapses by being touched and was drained with water. The patient received echo photography again on (B)(6) 2016 showing that the fluid was remained yet, but the peak of the expansion of the fluid is over, and it becomes small. Something cloth-formed object, possible absorbable hemostat, was observed in fluid. The object looks like a mass. The doctor can feel the object through her skin at the navel area. There is no complaint such as pains from the patient. Next schedule of medical care is on (B)(6) 2016. It was reported that the puncture is not anymore plan because the fluid is becoming small. Additional information has been requested.